Event description:
Adverse event: "no pt impact reported" (no consequences or impact to pt). Product problem: "knife did not cut well" (dull). The surgeon reported the blade did not cut well when attempting to make the incision. No pt impact was reported. Additional f/u info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).